Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was hospitalized on (B)(6) 2018 due to a low flow alarm. Upon emergency room investigative lab work the patient was found to be anemic, with a low hemoglobin and hematocrit level and was hypovolemic. The patient was subsequently admitted and transfused. An esophagogastroduodenoscopy was also performed and patient was found to have 3 arteriovenous malformations which were clipped in the stomach area. The patient is doing well, and has not had any more alarms. The patient was planned to be discharged and had not received any further blood transfusions. No further information was provided.